Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump, confirmed malfunction did not recur, advised customer could continue using pump, and instructed customer to call back if malfunction code appeared again, which customer acknowledged and understood.